Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 3.6 mg/day) via an implantable infusion pump. It was reported that the patient had a refill appointment with a third party and the technician could not remove any residual drug from the pump. They also could not fill the pump with new drug. A dye study was performed on (B)(6) 2020 which was successfully. The pump logs showed no anomalies. The hcp was going to replace the pump due to the fact it was found empty by a third party. The patient also claimed to have withdrawal symptoms after the dye study was performed, despite the catheter being aspirated successfully and primed after the study. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. Surgical intervention was planned but not yet scheduled. The patient's status at the time of the report was alive - no injury. No further complications were reported.